Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. It was observed that air was getting through the valve when aspirating. Multiple 20cc syringes were aspirated and air was observed each time. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as inspection found the internal valve torn on the outer and inner faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. It was observed that air was getting through the valve when aspirating. Multiple 20cc syringes were aspirated and air was observed each time. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.